Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the connector block detached at explant. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting was performed. Th device was explanted and replaced, and the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) identified that the connector module was detached from the ins; which is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.